Event description:
This lead was explanted due to intermittent over sensing. A competitor's lead was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 10.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis whereas a medial part was not returned. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular 10.5 cm proximal to the lead tip the insulation was found rubbed through. These findings can be considered as the root cause for the clinical observation of oversensing mentioned in the complaint description. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.